Manufacturer narrative:
The patient's embolic stroke is reported under MFR # 2916596-2020-06532. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient's admission for an embolic stroke the system controller exhibited a "system controller fault" message and a yellow wrench on (B)(6)2020. The communication with the system monitor was not possible. The patient's controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller fault and yellow wrench alarm was not confirmed. The heartmate ii system controller (B)(6) was returned for analysis and a log file was submitted for review as well as downloaded. There were no events related to the reported yellow wrench alarm or system controller fault captured in the log files. The returned system controller was functionally tested and passed all testing without issue. The reported alarms were unable to be reproduced and the system controller exhibited no issues communication with the system monitor. Additional information received on 05jan2021 stated that the device operated as expected, the low flow alarms were resolved, and the patient is currently in treatment at their hospital. A root cause for the reported event of a system controller fault, yellow wrench alarm, and the controller being unable to communicate with the system monitor was unable to be conclusively determined through this investigation. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. Heartmate ii IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate ii IFU section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii patient handbook and heartmate ii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(4) was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.